Event description:
The affiliate reported the customer alleged non-reproducible false positive troponin I (access accutni) results, for one patient, involving unicel dxi 600 access immunoassay system. Subsequent testing of the patient sample, on an alternate access 2 immunoassay system, recovered results within the normal reference interval. The erroneous results were not released out of the laboratory. The customer has a repeat protocol in place for positive troponin I results. There was no patient injury or change in patient treatment associated with this incident.

Manufacturer narrative:
There is no indication service was dispatched for this incident. A definitive root cause of the incident is unknown.